Event description:
The customer reported two calibration failures for the abbott axsym rubella lgg assay with a new lot of rubella reagent and calibrators. Error code 1111 (calibration check failure, m-cal 1, response too large) was generated from the failed calibration. The customer was advised to replace the sample proble and attempt recalibration of the rubella assay. The recalibration was unsuccessful after installation of the new probe, and the customer was sent a new lot of reagent and calibrator. Upon receipt of the new reagent and calibrators, a successful calibration was achieved. There was no impact to patient management reported by the customer.

Manufacturer narrative:
Concomitant medical: axsym rubella master calibrators. (No consequence or impact to patient). (Calibration error). (Error message given). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.